Manufacturer narrative:
Product problem. Device returned 05/01/2015. Device evaluation: one 2.4x381mm drill tip passing pin was returned for evaluation. Visual assessment of the passing pin confirmed the reported shedding. The passing pin is bent roughly mid-point of its length. A major area of abrasion is located at the bend. The bending of the passing pin caused it to come in contact with the guide during placement and the drill when over drilling. Dimensional assessment found the device met print specifications. Per the devices IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).

Event description:
During a knee arthroscopy procedure, the passing pin was passed up the femoral aimer and metal shavings were present after the passing of the pin. The pin was passed by the training doctor assisting in the operation. The femoral compaction reamer was then placed over the top of the passing pin to drill the femoral tunnel and more metal shavings were seen in the joint after femoral drilling. The passing pin was bent upon removal and another pin was then open and used for the remaining part of the procedure with no further issues. It is unknown if the metal shavings were removed from the patient.